Manufacturer narrative:
The following fields were updated due to additional information: e.1. Initial reporter first name: (B)(6). E.1. Initial reporter last name: (B)(6). The information for the additional 510k is as follows: g.4. PMA / 510(k)#: k954592. Investigation summary: bd received three photos for investigation. Evaluation of these photos indicated that improper assembly caused the stopper to not be placed correctly in the hemogard closure. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: improper assembly. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 56 units, the stopper was cocked in one (1) tube. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 56 units, the stopper was cocked in one (1) tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.